Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The full unique identifier (UDI)# information is not available since the device was manufactured before 09/24/2022. E1 event site name: (B)(6).

Event description:
Getinge became aware of an issue with one of our mobile tables - 720001b0 - meera EU without auto drive. As it was stated, during a percutaneous nephrolithotomy surgical procedure with an anesthetized patient on the table in the lithotomy position, the attending technician used the remote control to return the table to the "0 position¿. Unexpectedly, the table dropped down abruptly, causing the patient to fall to the ground. The floor was damaged due to the leg section hitting the ground and coming surgery postponed. The operation was completed and the patient was shifted to post-recovery. During a service visit on site, the functionality of the operating table was checked. All positions were working and no error was displayed on the screen of the hand control. We decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the operating table resulting in the patient¿s fall, was to reoccur.